Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) for spinal pain. The reason for call was pt said that they started having problems about 2 days ago, and says the rtm paddle got "burning stinking hot and left red marks on my skin to the point I can't use it and I desperately need it to work". The manufacturer's patient services specialist (pss) asked what pt meant, and said that they do still have 70 percent charge in the ins, they just meant that they couldn't "function without it if it went dead, I don't want it to run out, I probably have a day and a half of charge left". A replacement recharger was sent out. Additional information was received from the patient. It was reported that pt did actually get burnt. The burns stayed on the pt's back for about 2 weeks before they faded. It was scorching hot. The pt was glad that the manufacturer fixed it with the new flexing model. Pt also reported that they never received a recharging belt with their recharging kit and requested a recharging belt. An email was sent to repair requesting a recharging belt for the pt.

Manufacturer narrative:
Product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), device evaluated by MFR: analysis found non-conformances and the recharger was subsequently scrapped. They were unable to verify the complaint, as there no issues were found with the recharger charging the ins. The recharge antenna failed due to the rms voltage at the h field probe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.